Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter "had come off" the n-compass nitinol stone extractor. This was discovered upon opening of the outer packaging. The device was not used, and a new unspecified product was used to complete the procedure. The specific damage is not clear in the customer provided photo. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.